Event description:
During shceduled removal of foley catheter, balloon did not fully delate. Pt was administered IV sedation for transfer to cysto room to remove catheter. When transferring pt onto cysto table, catheter fell out of pt. No further complications were reported.